Manufacturer narrative:
The customer¿s report of a secondary infusion free flowing and infusing faster than expected was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log showed that at 6:28 pm on (B)(6) 2017 the pump module was programmed via a remote IV request for a primary infusion of carrier fluid at a rate of 15ml/hr with a vtbi of 500ml. At 6:30 pm, a secondary remote infusion request was received for anidulafungin 100mg/130ml, dose 100mg, to infuse over 1.5 hours at 86.7ml/hr with a vtbi of 130ml. The pump infused for 3 minutes and the infusion was paused. At 6:36 pm the pump was channeled off. The primary volume infused was recorded at 0.558ml; the secondary volume infused was recorded at 4.235ml. Rate accuracy testing was performed and the device was within specification. The administration sets were not received for evaluation. The root cause of the customer¿s report of a free flow event on the secondary infusion was not determined.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the nurse set up a primary and secondary infusion to administer an antibiotic. As the device was programmed to infuse at 86.7 ml/hr. The nurse noted that the secondary was free flowing. Although requested there are no other event details provided.